Event description:
Complainant alleged that during biomed testing the device failed to discharge. Complainant indicated that there was no pt involvement in the reported malfunction. Subsequent testing at the customer facility was unable to duplicate the malfunction.